Manufacturer narrative:
Information was received that this lead was deactivated on (B)(6) 2023 but remains implanted (extraction not possible). A new lv lead was implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lv lead fracture has been reported. The patient was hospitalized and the lead replaced. Should additional information be received, this file will be updated.